Event description:
The baxter reported that the peritoneal dialysis effluent was found running from the transfer set after the clamp was closed. A sample is available. There was no patient injury or medical intervention reported.